Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed rf pic failed self-test. Customer blood glucose reading was 107 mg/dl. Troubleshoot was performed. Customer stated the alarm did not occurred during rewind and prime process. Customer stated the error table indicated to replace the insulin pump. Customer also reported lost sensor. Customer was advised to discontinue from the insulin pump and revert to a backup plan per healthcare instruction. Insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with constant failed self-test alarm due to a faulty radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify communicate with test minilink and the glucose sensor simulator to confirm lost sensor alarm due to failed self-test alarm. The insulin pump was received with minor scratched lcd window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.